Event description:
This was a lead extraction case performed in the o.r to extract a 2 leads (lv-bsc 4543; rv-bsc 0185, dual ICD, both 3 years old) due to pocket infection. The lv lead was removed using counter tracking (no lasing required). The physician began with a 16f glidelight laser sheath to remove the rv lead and lased from subclavian vein into innominate vein and into svc. During laser use, the rv ICD lead freed from the rv tissue, but would not come back through the laser sheath. Laser use was required to the svc/ra junction to encapsulate the lead body and remove the lead from the sheath. When removing system, patient slowly and consistently trended to hypotension state. Surgeon in the procedure started rescue and performed sternotomy, repairing a 8-10 cm linear tear in the innominate/svc junction. Patient was critical, but moved to ICU.